Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. Upon further analysis, cartridge seems to take less force to snap into the anvil; however, the force was seen to be acceptable. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, they went to load the cartridge into the jaws of the device and the cartridge snapped in but was loose/wobbly. A black, green and gold cartridge was tried with the same outcome. This was for the initial firing of the device. A new device was pulled and loaded with the same cartridges and it worked fine. The second device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.